Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The hcp reported the pump and catheter were removed due to an infection. No pt symptoms were reported. The pt recovered without sequela. The pump was programmed to deliver lioresal - concentration and dose were not reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.